Manufacturer narrative:
The device was received in the fully deployed position with the pink slide insert visible in the viewing window. The downloaded data shows the device completed first and second priming sequences and then was deactivated at 117 pulses. A bolus was successfully delivered after priming. The device was manually reset into the not deployed position using the lock and load tool, and rotation of the ratchet gear deployed the needle mechanism assembly as intended. No issues were observed with the needle mechanism assembly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide moved forward and the needle did not deploy. The patient's blood glucose rose above 250 mg/dl. The pod was worn for less than an hour.